Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. The right ventricular lead exhibited loss of capture, loss of sensing and dislodgement. On (B)(6) 2017, attempt to reposition the lead was unsuccessful as the helix was not able to extend. So the physician explanted and replaced the lead. Something was noted to be in the tip of the lead post explant. The patient was stable before, during and after the procedure and will continue to be monitored.